Manufacturer narrative:
Concomitant medical products: 638rl30, heart ring, implanted: (B)(6) 2014; 3058, interstim urinary mgu ipg, implanted: (B)(6) 2011; 3889-28, interstim urinary mgu, lead. Implanted: (B)(6)2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por) during an interrogation. No parameters on the device have changed. The device remains in use. No patient complications have been reported as a result of this event.